Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received a minimum fill notification during the load process. Additionally, the customer reported multiple, minimum fill notifications after filling a cartridge with 250 units of insulin. The customer¿s blood glucose level was 321 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.